Event description:
It was reported that the patient underwent surgery to implant the primary torque nail for a hip fracture on (B)(6) 2024. A torque nail was implanted, a 105mm lag screw was implanted, and also used a 5mm locking screw, 46mm in length. The patient came for his appointment at the office and the torque nail had shown signs of deforming at the proximal end of the nail at the junction to the lag screw insertion. Upon complication, revision surgery was scheduled, and the torque nail was removed as the torque nail showed signs of cracking and breaking. The nail was removed, and a new torque was placed in the patient, and the surgeon replaced a long torque nail. Re-implanted a 105mm lag screw and distal locking screw. The surgery was successful. No complication and corrective procedure were done as well.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: monument. Manufacturing date: 12-jun-2023. Expiration date: 31-may-2033. Part number: 04.037.145s-us, 11mm/130 deg ti cann tfna 235mm/left - sterile. Lot number: 6626p23 (sterile). Lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.